Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during support the patient was having severe leg and back pain. The decision made to explant impella due patient pain and low chance of any other therapy. The patient passed away following explant. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The device was not returned for evaluation. Upon conclusion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.